Event description:
It was reported that the k-wire broke off during the procedure and is lodged in the drill guide. The rest of the k-wire was discarded by the account. The surgeon completed the procedure with no further problem. There were no fragments to retrieve, and no harm to the patient. Event #1 (unknown k-wire)of 1 for complaint #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The manufacturing evaluation, visual inspection report stated that the returned k-wire was received stuck inside the returned 1.1mm diameter guide tube. The k-wire is not protruding at the top of the tube. A 1 mm long point of the k-wire (not the full diameter of the wire) is protruding at the bottom of the tube. The k-wire that is stuck in the tube is visibly too large for the 1.1mm diameter hole and the top is observed to be out of round. A couple small dents exist on the edge of the handle portion. The k-wire could not be removed during this evaluation without damaging features of interest relevant to this complaint. The design evaluation report stated that the tip of the guide wire is stuck in the returned drill guide. No part or lot number is known and cannot be determined. The 2.0 mm/1.1 mm double drill sleeve is designed to be used with 1.1 mm guide wires (typically 292.622 and 292.623). The fragment of wire caught in the drill sleeve appears to be larger than the through hole of the sleeve and the top is damaged and out of round so it is not possible to determine what wire was used in this case. The ID (inner diameter) of the drill guide is 1.12 +0.05/-0 mm and the od (outer diameter)of the 1.1 mm guide wires is 1.1 +0/-0.07 and therefore, by design, sufficient clearance is provided for the wire to pass through the guide without issue. The risk analysis adequately addresses the risk of this complaint condition. It cannot be determined from the fragment returned what wire was used but a review of the design indicates that the drill guide and guide wire are adequate for the intended use and therefore this complaint is invalid. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)